Event description:
Following the implantation date, the doctor was turning the activation arm when the end of the distractor broke off. A secondary surgery was performed on (B)(6) 2015 to remove the broken distractor and replace with a new one.

Manufacturer narrative:
The device was optically assessed and stereo microscopically investigated in the lab. The stereo microscopic investigation revealed a tensile crack due to mechanical overload. The distractor was fully extracted. Further observation determined there were no indications of material or manufacturing defects discovered. The product history device records were also reviewed based on the lot number provided and revealed no abnormalities. The results of the investigation conclude that the root cause for breakage was due to mechanical overload on the device. If further information can be gathered that might add value to the contents of the investigated report, an additional follow-up report will be submitted.